Event description:
It was reported that the procedure was on four heavily calcified lesions in the lad. The guide wire crossed and dilatation was done on the first three lesions with difficulty because of the heavy calcification. Attempts were made to cross the fourth lesions, but were unsuccessful. The guide wire was removed revealing the tip of the guide wire had unraveled. Reportedly, there was no pt injury.